Manufacturer narrative:
Returned and confirmed to be calcification: update based on lab analysis results. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead external shocks were required as the patient's arrhythmia would return shortly after being converted and therapy had been exhausted. Device interrogation revealed a code 1005, indicating an open circuit condition. At this time, this device remains in service and there was no additional adverse patient effects reported. Additional information was obtained, the right ventricular (rv) lead was explanted and replaced. Returned and confirmed to be calcification: update based on lab analysis results. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead external shocks were required as the patient's arrhythmia would return shortly after being converted and therapy had been exhausted. Device interrogation revealed a code 1005, indicating an open circuit condition. At this time, this device remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead external shocks were required as the patient's arrhythmia would return shortly after being converted and therapy had been exhausted. Device interrogation revealed a code 1005, indicating an open circuit condition. At this time, this device remains in service and there was no additional adverse patient effects reported. Additional information was obtained, the right ventricular (rv) lead was explanted and replaced.